Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported that patient had stopped using the device 3 months ago after her husband passed away. An overdischarge was suspected. The rep requested that the physician mode recharge instructions be sent to him. Further follow up from the rep reported that the patient was unable to bring the battery back to life. Three 60 minute round intervals were repeated. The patient was sent to the healthcare provider for replacement. The patient's relevant medical history reported was spinal pain. If further information is received a follow up report will be sent.